Event description:
On (B)(6) 2018, instrument reported incorrect pt results due to undetected bent needle. The vendor does not know why this happened. The pt received an unnecessary plasma transfusion and vitamin k.